Manufacturer narrative:
(B)(4). Batch # t5ac9w. Investigation summary: the analysis found that one ec45a device was returned with an endopath xcel trocar inserted on the jaws and with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. Event could not be confirmed as the articulation feature worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a live donor nephrectomy procedure, the articulating joint got jammed inside a 12 mm port. The surgeon was not able to remove it out of the port which resulted in prolonging the surgical time at a critical stage while stapling the major blood vessels and replacing a new port. There was no patient impact and the procedure was not extended greater than 30 minutes.